Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18588. It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited under-sensing and sensing problem of r wave amplitude variation episodes. Patient was called into clinic. Upon review in-clinic on 6 may 2021, it was noted that the right ventricle lead had dislodged and exhibited failure to capture. Patient did not require right ventricle pacing and so the lead was left as in and programming changes were made. No patient consequences.